Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional initially reported a "broken" implant. Healthcare professional later reported rupture. Device has been explanted. This record relates an unknown side.

Manufacturer narrative:
E1.: zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out.

Event description:
Healthcare professional reported rupture: "broken" implant. Healthcare professional later reported "there was indeed a baker 2 capsular contracture".device has been explanted and replaced. . This record relates the right side.